Event description:
It was reported that the patient had her hip replaced in 2011. The patient did well over the years until recently when she came in to see the doctor over hip discomfort and noise. During her visit, x-rays of her hip indicated that her pinnacle liner had become disassociated and or fractured and the metal hip ball was articulating on the right of the acetabular cup. The decision was made to revise the construct. During the revision, the fractured and disassociated liner, the acetabular cup, and the metal femoral hip ball were explanted and replaced with a new cup, dual mobility liner, dual mobility ball, and a ts ceramic hip ball. All broken pieces of the liner were retrieved, the revision surgery was completed with no delay. The sz 4 std summit stem was left in situ. Affected side- right hip.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history batch: null. Device history review: null.